Event description:
Pt was implanted with the vocare bladder system. Pt became pregnant and has since elected not to use the device to empty bladder even though implant was functioning as intended. Pt was evaluated in 2000 and clinicians decided to remove the implantable receiver-stimulator because of infection around the implant. It was removed leaving the lead wires & electrodes implanted. During pregnancy, the implant had shifted anterior. Then erosion of overlying skin lead to a blister and infection. Pt is being treated with antibiotics and in six months will be evaluated to reimplant a new implantable receiver-stimulator.